Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a prime anomaly. The customer¿s blood glucose was 129 mg/dl at the time of the incident. The customer reports low battery anomaly. During troubleshooting the customer stated sometimes the insulin pump doesn¿t detect the reservoir. The customer was advised the insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and error test. No prime/fill anomaly and low reservoir alarm noted. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no low battery alert noted. Unit was tested with a water fill test reservoir. Several bolus were programmed and delivered. Units left at display properly and match units left at test reservoir. Pump received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.